Event description:
Tech reported a possible over infusion with a 6060 pump. Drug was 5fu. Total bag volume 470.4 ml plus 33 ml overfill. Rate of infusion 2.8 ml/hr for 168 hours. Pump alarmed bag empty after 6 days 19 hours or 5 hours of programmed time. IV tubing is 2m9862. No report of pt injury. Drug concentration is unk.